Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device that was implanted was an expired device. The implant date was (B)(6) 2011. The use before date was(B)(6) 2011. The drug in the pump at the time of the event was not known.